Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a connection of the endoscope. However, the root cause was unable to be determined since the reportable malfunction (image lost after flickering) could not be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The issues were found during a colonoscopy procedure, which was completed with the same device.

Event description:
The customer reported to olympus, the light source had flickering, frozen, flashing and absent images, as well as had a loose light source. The issue was found during an unspecified procedure. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no problem with the light control. The image stabilized normally. The device evaluation did find the front panel mouth was cracked and there was corrosion inside the scope socket. Additionally, the olympus lamp life had expired. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.